Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06 imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during the spaceoar vue on (B)(6) 2023. Fiducial markers were placed transperineally prior to injection. The procedure was performed under moderate sedation. The ultrasound showed that the needle went through the rectal hump into the correct fat plane during the deposition. Post procedure, computed tomography (CT) showed some hydrogel around the seminal vesicles (sv) and the possibility of a rectal wall infiltration. A pelvic magnetic resonance imaging (MRI) was performed, that showed hydrogel that went fully under the serosa. It was also noted that the hydrogel was separate from the muscularis and doesn't go down to the mucosa or lumen. The patient was reported as asymptomatic. The patient was planned for 60 gy in 20 fractions, at the time of this reported was unknown if the patient's radiation treatment was put on hold until rule out ulceration or ischemia or if the patient's physician decided to proceed with radiation.